Manufacturer narrative:
(B)(4).

Event description:
The patient reported falling and since not feeling stimulation. He could hardly walk (intermittently) and he was losing feeling in his leg. He was only feeling stimulation in his feet and ankles and it would not go further up his legs. He was hurting. Relevant medical history included multiple back operations. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.